Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the c-ring shaft broke off from the assembly at the lower 1/3 section. The piece was retrieved from the pt through the initial incision. A replacement kit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the c-ring slider containing half of the c-ring was bent and extended from the harvesting cannula. The other half of the c-ring and the scope wash tubing were not returned with the device. Further inspection suggests that the c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. The c-ring extended and retracted from the harvesting cannula with no non-conformities. The reported failure was confirmed. A lot history record review was completed for the product. There ws no nonconformance which could have attributed to this failure mode.